Event description:
Per the audiologist's report, the patient developed an infection which caused the device to extrude through the skin flap. The device was explanted. Reimplantation is being considered for a future date. (Note: date of explant is approximate).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.